Manufacturer narrative:
Patient demographic information not provided. The fse determined a malfunctioning substrate valve was the cause of the failed system check and ind flagged results. Ind flags are intended to prevent the report of potentially erroneous results and alert the customer that a sample reading isoutside the range of the current assay calibration curve and cannot be distinguished from a system or operator error. An evaluation of the replaced substrate valve by the complaint handling unit at (B)(4) found that this part failed to meet precision specifications for substrate delivery. The system check failure mode evidenced by customer-provided data is consistent with substrate delivery imprecision. Rlu (relative light unit) values for the ind flagged results are lower than the system substrate (blank) rlu mean and also are consistent with substrate delivery performance issues. In conclusion, the cause of this event is a hardware malfunction.

Event description:
The customer reported obtaining ind (indeterminate) flagged access accutni+3 results for two patients on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reported that rlus (relative light unit) for the results were 6510 and 5935. The customer reported that valid results were generated for these same samples on the customer's istat. The same patient's samples recovered with numerical values on the same access 2 immunoassay system. Access accutni+3 calibration was performed on july 13, 2016 and passed specifications. Quality control data was not made available. After obtaining the ind flagged results the customer completed a system check which failed to meet specifications. A beckman coulter fse (field service engineer) was dispatched to evaluate the system .